Event description:
The surgeon reported, the removal of guide wire bunches the catheter-(B)(4) requires so much resistance that the user is concerned it is pulling out of the pt. Add'l clinical info requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.